Event description:
It was reported that a user on day three of ilet pump use experienced hyperglycemia with a blood glucose of 310 mg/dl after self-starting the system and received troubleshooting and education regarding the initial learning period and meal algorithms. Customer care provided support that included case review, user coaching on algorithm adaptation, and escalation for initial training support. Investigation of this case revealed no device malfunction reported and that the event was consistent with expected glycemic variability during early algorithm adaptation. Symptoms included high blood glucose with associated anxiety. Outcomes included continued monitoring and use of system corrections without need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.